Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the display is blank. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
It was reported by (B)(6), while outside of clinical use. The v60 had a lcd that was blank. No reports of harm or injury to patients/user.